Event description:
It was reported that interrogation of the device prior to implant revealed back-up vvi mode. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed reported field event of device reset was confirmed. The root cause was found to be an anomalous component within the hybrid circuitry.